Event description:
In-pt experienced bradycardiac event. Pacer/defib was brought in to pace. Unit failed to sense ekgs and would not pace. Pads were changed 3-times and eventually another defib was brought in. This produced better results, but pt arrested and expired. Estimated 30-min delay in treatment caused by device failure.